Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated that they treated the low blood glucose with glucose tablets. It was reported that customer had low blood glucose because food they ate. Customer¿s current blood glucose level was 178 mg/dl. The auto mode status during the incident was unknown. The customer did not troubleshoot for low blood glucose. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.